Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected rtc/internal clock comparison error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. All the buttons functioned properly and no moisture damage on the keypad traces were noted. The keypad connector was fully locked. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving an internal clock comparison error alarm. Customer attempted to change battery and buttons did not respond and was not able to continue troubleshooting. Customer's blood glucose was 205 mg/dl. Customer was advised that insulin pump would need to be replaced.